Event description:
It was reported that patient was hospitalized last (B)(6) 2015 due to high blood glucose. Customer's blood glucose was 548 mg/dl. Customer was unable to complete the troubleshooting. The customer was advised to call back for troubleshooting. Customer stated that the insulin pump was not the issue. Customer was assisted to adjust carb ratio to 17 and explained the steps to get to bolus wizard settings. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.